Event description:
It was reported that the pt underwent a spinal procedure at t10 to l2 to implant posterior fixation. It was reported that the rod broke at unk time post op. The revision surgery was performed to explant the rod. At the revision surgery, it was confirmed that fusion failed.

Manufacturer narrative:
(B)(4): device was not returned to the manufacturer for eval. We are unable to determine the cause of the event.